Manufacturer narrative:
Additional information was added to b3, d10, h3, h4, h6, and h11: h4: the lot was manufactured between december 19, 2024 ¿ december 20, 2024. H11: the device was received for evaluation with 24 ml of fluid in the bladder. Visual inspection on the unit via the naked eye noted droplets of fluid on the interior wall of the device bottle. The droplets of fluid were the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Changes in humidity and temperature can cause condensation to occur inside a plastic bottle; condensation cannot get into the fluid path as the device has a closed infusion line. A leak test was performed, and no leaks were observed. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this occurred in september 2025. E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained cefazolin. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.